Manufacturer narrative:
Eval: the product was not returned to datascope for eval. The item was discarded by the hosp. (This follow-up MDR was mailed to the FDA on 4/06/98.

Event description:
The iab did not fully inflate during iabp. The pump was changed, but the iab still did not fully inflate. On 4/3/98, datascope was notified that the iab was discarded and would not be returned for eval. [Event complications]: unk-reported 11/13/97. [Pt's current status]: unk-rpt'd 11/13/97.